Event description:
The customer reported that after delivery of the first shock to a pt, the device would not charge for delivery of a subsequent shock. There was no impact to the involved pt as the users switched to a different defibrillator to deliver therapy.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.